Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a status change on (B)(6) 2024. A computed tomography (CT) was performed. The patient had lung cancer. The patient was lethargic, had low blood pressure, syncope, and decreased use of left arm. The heartmate 3 was turned off on (B)(6) 2024 due to complications from an ischemic stroke that progressed to hemorrhagic conversion. The patient was inoperable, so they were transferred to an inpatient hospice on (B)(6) 2024 and remained there.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had altered mental status on (B)(6) 2024. A computed tomography (CT) was performed, and an ischemic stroke was found.

Manufacturer narrative:
Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient passed away on (B)(6) 2024. The outcome was not device related.